Event description:
The patient was treated for reflux with the closurefast catheter. One week post procedure the patient was observed under ultrasound (us) to have an asymptomatic type 2 ehit with 50% extension into the cfv. The patient was referred to a hematologist, and started on lovenox. Follow up was scheduled in 3 days showing a fully resolved ehit.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
From the DHR review for lot number 551776, no non-conformities were found related to the complaint.